Manufacturer narrative:
An event regarding an incorrect colour observed on a sterility indicator dot involving a simplex cement pouch was reported. The event was confirmed. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows an unopened powder pouch. The sterility indicator dot adhered to the pouch is orange/yellow in colour. There are smudges on the print of the pouch and also on the print on the unit carton that are consistent with liquid/moisture damage. Visual inspection was also performed on retain pouches for powder pouch 411ga1 as per sop 40-04. 28 retain pouches were inspected, all pouches were noted to have a red indicator dot as expected. No yellow indicator dots noted during inspection of retain. It was also observed that retains did not display any markings (smudged print) that are present on image of pouch taken by customer. In conclusion, all retains from batch: 411ga1 were as expected and all indicator dots were red. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the reported device was not returned however photographs were provided for review. The photographs shows an unopened powder pouch. The sterility indicator dot adhered to the pouch is orange/yellow in colour. There are smudges on the print of the pouch and also on the print on the unit carton that are consistent with liquid/moisture damage. Visual inspection was also performed on retain pouches for powder pouch 411ga1. All retains from batch 411ga1 were as expected and all indicator dots were red. Furthermore, based on the manufacturing review completed and current control in place, it is unlikely that the yellow indicator dots and/or physical damage noted on the pouch surface and unit carton arises from the powder pouch/finished goods pack off process. Information sheet for sterilisation indicator dots instructs that dots are not to be exposed to any chemicals/liquids/gases. Exposed gamma indicators are sensitive to certain chemicals and may undergo colour reversion in the presence of chemicals such as ethylene oxide. Colour reversion would account for a colour change of the indicator dot from red to yellow. Based on the photographs provided it was noted that the pouch and the unit carton displayed signs of physical damage whereby text and print of the pouch and the unit carton had been partially removed or smudged. This supports conclusion that physical damage to powder pouch including sterilisation indicator dot and or exposure to a liquid or gas occurred post manufacture of the finished goods and is not process related. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Primary tka procedure. The nurse in the operating room reported the sterile indicator on the powder pouch was yellow. The pouch was not opened, and another dose of cement (lot number of second dose unknown) was used to complete the case successfully with no surgical delay. The rep provided pictures of the pouch and its box. The rep also will try to inspect the remaining doses, and reported that no further information will be available.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Primary tka procedure. The nurse in the operating room reported the sterile indicator on the powder pouch was yellow. The pouch was not opened, and another dose of cement (lot number of second dose unknown) was used to complete the case successfully with no surgical delay. The rep provided pictures of the pouch and its box. The rep also will try to inspect the remaining doses, and reported that no further information will be available.